Event description:
The customer reported that the insulin pump alarmed motor error after the set up. The blood glucose reading was 313mg/dl, and he treated with manual injections and insulin. The blood glucose reading was 313mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.